Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 36 mg/dl and 99 mg/dl. After the reading of 36 mg/dl the patient's mother brought him orange juice. He stated he drank a half gallon of juice and retested receiving the reading of 99 mg/dl. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.